Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered faster than intended. The device was programmed to deliver platelets at a rate of 1.5 ml/hr, with a vtbi (volume to be delivered) of 10ml and for a duration of 7 hours. One and half hours after the delivery was started, it was reported the nurse noted the delivery was complete. No specific event details were provided. There were no reported adverse patient effects and no reported medical interventions. No additional was provided.